Event description:
Info received indicates the head section cannot be raised.

Manufacturer narrative:
The tech isolated the issue to the hydraulic valve. He replaced the hydraulic valve to repair the bed.